Manufacturer narrative:
The technician replaced the sidecom board, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that when the nurse call button is pressed, no signal is being sent to the nurses' station.